Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va08f3d, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that a patient fell 20 years ago, it affected the muscles and nerves in his back, and he got a massage to help the muscles in his back stay unknotted. Two days after the massage, his device went from working great to not working. The patient couldn¿t afford to have the device not working. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.